Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons on her insulin pump were not working like they used to. The numbers on the keypad were ramping on their own. The scroll bar was not moving with no input. The up arrow and the circle button were sticking. The customer also stated that using up arrow did not allow them to navigate screen. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. No ramping numbers noted on the display. The keypad connector was inspected and fully locked on lcd board. (B)(4).